Manufacturer narrative:
Investigation: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. A DHR could not be performed as the lot# is unknown.

Event description:
It was reported that after use of the unspecified bd¿ IV catheter system there was a patient who had an allergic reactions.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the unspecified bd¿ IV catheter system there was a patient who had an allergic "reactions".